Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that a captivator snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, after just a slight opening of the handle, the whole snare came out of the sheath. The procedure was completed with another captivator snare device. The patient experienced perforation and the patient's condition at the conclusion of the procedure was reported to be fully recovered.